Event description:
"Patient report extracardiac stimulation in pulses of 3. The mdt rep was unable to produce, the patient reports there is no common factor as to position, time or activity when this occurs. Caller wanted to know if anything runs in the background in a unipolar configuration." This report reflects information received by FDA in the form of a notification per 803.22 (b) 2). Reference report: mw5147495.